Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component and patella at the cement to implant interface. Unknown cement was used. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint:investigation summary: no device associated with this report was received for examination.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.